Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-09-10. H6: investigation summary: bd received 16 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for tray pack residue, defective print, foreign matter, and molding defect was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective print, foreign matter, and molding defect with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tray pack residue, defective print, foreign matter, and molding defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in tube biological non-biological, no label /missing label information. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: tray pack residue ×300 (1 pack). Defective marking x213. Spot in tube x1. Dirty tube x1. Fm (dust) in cap x1."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in tube biological non-biological, no label /missing label information. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: tray pack residue ×300 (1 pack). Defective marking x213. Spot in tube x1. Dirty tube x1. Fm (dust) in cap x1."